Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, the patient underwent a revision on (B)(6) 2013 due to heterotopic ossification. No further information has been provided.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿